Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy of 8 millimeters posterior using the 4.75 solera driver. All other instruments were accurate. The surgeon opted to discontinue the use of the navigation system to proceed and completed the procedure as an open spine case instead of minimally invasive. It was noted that although a 4.75 solera driver was used in the procedure, the solera driver tool card incorrectly associated with this driver was for a 5.5/6.0 solera rmas driver. The procedure was completed and there was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system and a solera screwdriver. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
A medtronic representative, at the site providing surgical support for this procedure, reported the driver was inaccurate by about 8mm posteriorly to the actual location on the patient's anatomy. This is likely due to wrong screw system and driver tool card being chosen. The tool card chosen was for a solera 5.5/6.0 rmas driver, the driver actually used was a solera 4.75 reduction driver. After switching to the correct screw system and driver, the surgeon chose not to navigate by minimally invasive surgery (mis). The surgeon removed the reference frame, and proceeded with an open posterior spinal fusion (psf), re-attached the reference frame to spinous process and did an o-arm spin and navigated the screws with no accuracy issues from this point forward. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
A medtronic field representative tested the system with the exact same screwdriver in question after the software version and spine tools were upgraded. With the correct driver selected, it navigates accurately. She was able to replicate the reported inaccuracy when selecting the "solera 5.5/6.0 mas driver" that they selected in the software on the day of the actual case. The driver that the surgeon was using was "solera 5.5/6.0 longitude driver" and the older software version did not have this tool enabled. Issue was caused by the user selecting the wrong tool in the software which didn't match the actual instrument being used. Thus, the incorrect driver was being navigated for the tool card selected, causing inaccuracy. This is an instance of use error. Software functioning as designed. System is fully functional.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Adverse event inadvertently not selected on the initial 3500a, corrected to adverse event. A medtronic representative reported that during the case, the surgeon chose to use perc screws, needing the 5.5/6.0 mas longitudinal driver. The spine software at this site had not yet been updated at this time. With the old software, if we use the solera 5.5/6.0 mas longitudinal driver, we needed to first choose the 4.75 screw system, load the 4.75 reduction driver tool card and verify this 5.5/6.0 driver under that tool card in order for it to navigate accurately. The rep was unaware of this at the time, so after troubleshooting with tech support and spine rep, there was a delay of approximately 2 hours. By that time, the surgeon decided to discontinue placing screws minimally invasive and placed them as an open spine case, still using navigation. As a result of this, navigation and spine teams have communicated this work-around in the old software to each other, and have spoken to this surgeon about this issue, and the steps to mitigate and prevent this error from occurring in the future. The navigation team has also upgraded the spine software.